Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
(B)(6) reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer was treated for the high. The cannula was noted to be bent. The customer was advised to change out their set.